Manufacturer narrative:
G4: 10apr2020. B4: 13apr2020. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jan2020.

Event description:
The customer reported the touchscreen was not responding. There was no patient involvement.